Event description:
A malfunction alarm was reported, identified as malfunction code 9, which was resettable. There was no adverse impact to the customer¿s blood glucose level, remaining below 500 mg/dl. The customer switched to multiple daily injections (mdi) as backup therapy to ensure insulin delivery continued without interruption. Tandem technical support advised the customer regarding the use of a g7 sensor with a replacement pump and confirmed the shipping address. The customer was instructed on how to store the pump and understood the instructions for returning the problematic pump using a pre-paid label within 10 days.